Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during testing. However, the reported problem could not be duplicated. The device was not repaired and returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.